Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that during a declot of an arteriovenous dialysis graft procedure using a micropuncture transitionless stiffened cannula access set, the tip of the wire frayed off as it was being removed from the patient. A second set was opened and then used to complete the procedure. Additional information has been requested about patient outcome but not yet received.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, specifications and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use and a caution label which depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided and results of the investigation contributing factors to the reported event may be related to patient anatomy or user technique; however, a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.